Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: a review of the black box showed unexplained power on reset events. The battery compartment was cracked above the bumper pad. The battery cap was not returned. No moisture/corrosion was found in the battery compartment. The test battery compartment was able to attach to the pump. The pump powered up to the verify screen with auditory and vibratory alarms. The pump was run for 24 hours with a test battery cap. No power on resets were duplicated. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Additional evaluation codes: methods code- (B)(4).